Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating she has been having really bad spasticity in her legs. She just found out on (B)(6) 2017 that the pump is disconnected so she's had no medication since (B)(6) 2017. The patient was going to try to find a healthcare provider (hcp) that she can see sooner.